Manufacturer narrative:
A supplemental MDR is being submitted due to medical record findings. Sections b4, b5, g3, g6, h2, h6: device code(s), investigation findings and investigation conclusions have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product non-conformance contributed to this event. Investigation results are inconclusive due to the limited information provided. However, it is possible that patient risk factors (hyperlipidemia, hypertension) and progression of the disease process may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information provided per field clinical specialist (fcs): according to the proctor review findings, it does not appear to be halt and there is no significant thrombus noted on the thv leaflets; rather the free edges are calcified. Additional information provided per medical records: the patient had placement of a 29 mm sapien 3 valve with no complications. Approximately 3 years and 8 months later, the patient presented to the hospital for pneumonia and parapneumonic effusion and underwent vats surgery. Echocardiogram during that admission demonstrated severe aortic insufficiency. Most recent echocardiogram reviewed demonstrating normal ejection fraction with prosthetic aortic valve stenosis, a mean gradient of 55 mmhg, vmax 4.49 m/s, moderate aortic regurgitation and mild mr.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the patient presented symptomatic with dyspnea, a mean gradient of 70mmhg, moderate regurgitation and stenosis (ava 0.8cm^2). The patient went on anti-coagulation for months then underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve. Postoperative tte (transthoracic echocardiogram) gradient was 5.6mmhg. Per report, the patient was transferred out of the catherization lab in stable condition.